Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: burr device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and the reported condition of the burr device not locking in the device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the temperature assessment (over heated 120 degrees) and the air pump assessment. During repair, it was observed that the inner hose was torn/ripped, causing the device to overheat and to fail the air pump assessment (the inner hose provided air flow to cool the handpiece). It was further determined that the hole in the hose was due to mishandling of the device by exerting extreme force on the cord/hose during cleaning or use (user error). The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the burr device would not lock in the motor device. During in-house engineering evaluation, it was observed that device failed the temperature assessment (over heated 120 degrees) and the air pump assessment. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the tenth day in 2019. The actual month was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.